Event description:
The customer reported to olympus, the rigid scope was giving an intermittent green image. The issue was found during an unspecified therapeutic procedure. The procedure was completed using the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
Follow up response regarding the event reported, the following information were provided: name of procedure performed is unknown. No other devices involved in the event. No other devices replaced during the procedure. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Even after a long-term test, the green image was not duplicated. In addition, the following non-reportable malfunction was found during the device evaluation: a cut in the gray protective sleeve and an image outage due to a defective cable. Olympus will continue to monitor field performance for this device.